Event description:
It was reported that during a pump restart process approximately 2¿3 months earlier, pump shut down unexpectedly multiple times and was difficult to power on, repeatedly turning off shortly after startup until several restart attempts were made. There was no reported impact to the customer¿s blood glucose level. Issue resolved on its own at that time, no active problem was present during the current interaction, and technical support documented event without taking further corrective action.